Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported customer was changing the battery on her insulin pump and it will count up and then the screen goes blank. Customer's blood glucose is 154 mg/dl. The device was not exposed to extreme temperatures or direct sunlight. Customer was advised to place the battery back. The device still has a blank screen and then it beeps. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored and no counting up anomaly, black screen, audio anomaly or display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.